Event description:
It was reported that on (B)(6) 2025, a 28mm amplatzer amulet left atrial appendage occluder was chosen for implant using a 14f amplatzer torqvue 45x45 delivery sheath. During procedure, the activated clotting levels were within instructions for use (IFU) parameters (250-350). When the dilator of the delivery system was attempted to be introduced into the femoral vein and resistance was felt so it was removed and found to be serrated. A new 14f amplatzer torqvue 45x45 delivery sheath was chosen and completed the procedure. After the procedure, patient needed to have a femstop used to stop the femoral bleeding, kept overnight and no need vascular surgery. The physician mentioned the cause of bleeding was the defective dilator. The patient remained hemodynamically stable throughout the procedure. The patient was reported discharged.

Manufacturer narrative:
Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Manufacturer narrative:
It was reported that during procedure the tip of the dilator was damaged. Also reported that there was difficulty advancing the delivery sheath through the patient. A returned device assessment could not be performed as the device was not returned for analysis. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed and the product met all specifications. An image received appeared to show split on tip of the dailtor. The investigation was unable to determine a cause for the reported event. Based on the findings, the issue appears to be related to a potential product quality issue; therefore, exception issue 130010 was initiated to further investigate this complaint. The primary root cause was related to the potential for medium density polyethylene and pebax to not homogeneously blend during melt processing. This potential relating to the material characteristics of the resin mix is the root cause of both the noted cracking and tearing with contributing causes of pebax material absorbing moisture and without sufficient drying steps prior to extrusion/shaping via heat, where the moisture could off gas and cause material voids, leading to structural weaknesses, leading to the potential for tearing during use when sufficient force is applied.